Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the instrument was found to have localized melting at the yaw pulley. The conductor wire was not damaged. The instrument passed the electrical continuity test. The complaint regarding broken wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a spontaneous cable break. The procedure was outcome with no reported injury.